Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged extreme fatigue, dizziness, headaches, swollen lymph nodes, numb fingers and toes, diarrhea, fever, low temperature, nosebleeds, and nausea from the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.